Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood readings, blank display and moisture damage. The customer's blood glucose reading was 300-500 mg/dl. The customer stated that the pump vibrated without an alarm or alert. The customer stated that the pump went blank immediately after the pump was exposed to moisture. The insulin pump will be returned for analysis.